Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device with a 6f sheath after an interventional embolization procedure. Reportedly, during proglide suture harvesting, a suture break occurred. Another proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. Although it was reported that a suture break occurred, the event is classified and analyzed as needle to cuff miss as the difference between the two failure modes is often not discernable to the user. Therefore, the reported suture break was confirmed as a needle to cuff miss was observed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Correction: device was not returned. Failure to follow steps/instructions. Perform a femoral angiogram to verify the location of the puncture site. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the access site was the right common femoral artery. No femoral angiogram was performed. No other imaging was performed to verify the location of the puncture site.